Event description:
Boston scientific received information that this system was explanted due to erosion issues with this patient. A request was made for the return of these products. It was reported, they would be released from the hospital's pathology and returned at a later date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.